Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: section d9 product returned should have been jun 02, 2025, instead of jun 17, 2025.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) in (B)(6) 2024 and end of service (eos) was reached (B)(6) 2025. The patient was not being monitored routinely and a last check in clinic may have estimated 2 yrs to eri. The device lasted 10 yrs, and no allegation of premature battery depletion was made by the physician. The ICD was explanted and replaced. The patient was stable.